Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose (bg) level rose to 368 mg/dl while wearing the pod between 5 and 24 hours. Upon realization of high bgs, the patient removed the pod from the infusion site (arm) and found the pod's cannula to be bent. The patient also reported that their ketones were "twice as high" and they were not feeling well. As treatment a new pod was applied and 8 units of insulin was delivered.